Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump squirted insulin during the prime and that there was a solid circle on the screen. The blood glucose reading was 160 mg/dl. The top of the reservoir and tubing connector were not wet prior to connecting. The insulin pump passed the displacement test. The insulin pump did not alarm for a compromised force sensor system. The drive support cap was protruded. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window. No unexpected low battery anomaly was noted.